Event description:
On may 15, 2012, intuitive surgical received a copy of medwatch uf/importer report (B)(4) from the FDA with the following information: the physician completed the part of the procedure that required the shears. He disconnected the cord that powers the pedal to activate the shears and moved the robot away from the patient. The team heard the shears/scalpel activate despite being disconnected. The patient sustained a small burn. What was the original intended procedure? Robotic hysterectomy device usage problem: device malfunction - that is, the device did not do what it was supposed to do the user facility had initially reported this issue to intuitive surgical on (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was provided by the initial reporter, who indicated that after the surgical procedure was successfully completed with the da vinci si surgical system, the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed was placed on the patient's abdomen. The instrument was laying across the patient's abdomen when it suddenly energized and caused a minor burn. The patient's burn was treated with neosporin and no post-surgical complications have been reported. At the time of the event, the instrument was completely detached from the system. Although the instrument was connected to the ethicon gen11 electrosurgical unit (esu), the esu was not connected to the system either. Therefore, the initial reporter further indicated that it us unknown how the instrument became energized. The initial reporter further indicated that the da vinci si surgical system did not cause or contribute to the event as it was not connected to the instrument nor was it connected to the esu. The esu manufacturer was notified to inspect their energy source. Despite multiple requests, the device has not been returned for evaluation. A follow-up medwatch report will be submitted if the instrument and insert are returned or if additional information is received.